Event description:
It was reported that non-preloaded three-piece intraocular lens was inserted by the surgeon after a posterior capsular rupture (pcr) occurred. During insertion, a haptic detached from the optic, and the surgeon cut the optic in the anterior chamber to remove the lens. The patient was left aphakic, and reimplantation of a sulcus lens was planned one week later. Additional information indicated that the posterior capsular rupture (pcr) had not been caused by the intraocular lens. The surgeon had attempted to insert an ar40e after discovering the rupture during phaco quadrant removal and attributed the tear primarily to hydrodissection and weakening of the posterior capsule. Hydrodissection had been performed with balanced salt solution using a syringe and cannula, and no j&j product had been used. The surgeon also stated that the rupture was not due to the phaco equipment. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed in the initial surgery. Section e1: initial reporter: reporter name: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.